Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient was placed under general anesthesia in order to excise excess skin at the abutment site. During the procedure, an internal magnet was placed on the fixture (date not reported).